Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not oscillate, had a damaged positioning ring (pushed in pin), and needed an update to the latest revision. It was further determined that the internal components were corroded and had a damaged needle bearing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device was not working. It was not clarified when the event occurred. The reporter stated that the event probably occurred during surgery or pre-surgery, when the device was sent with a note to sterile processing. There were no delays to the planned surgical procedure as spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.